Event description:
The customer reported via phone call that he had high blood glucose but not hospitalized. Customer's blood glucose was 450 mg/dl. The customer stated that there is no physical symptoms. Customer was treated with syringes. The customer also reported via phone call indicating that the insulin pump had a crack on lcd screen and reservoir compartment. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked reservoir tube, cracked case at the display window corner and missing endcap sticker. No damage noted on the lcd glass.